Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Bilateral laparoscopic nephrectomy - "the plastic sheath tore off the ring. An employee went to another facility to borrow another one to finish the case." Patient status - "unknown".

Manufacturer narrative:
The event unit was returned for evaluation. Upon visual inspection, engineering noted a cut on the underside of the unit. During the manufacturing process, all alexis sheaths and gelseal caps are 100% visually inspected for damage. Although the exact root cause could not be confirmed, the cut is likely due to a sharp instrument that came into contact with the unit. The instructions for use (IFU) states, "[h]old instrument in palm of hand while inserting hand through center slit of gelseal cap to prevent slit wall from damage." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.